Manufacturer narrative:
A visual examination of the returned advantage fit system revealed no damage to the delivery device. The complaint as reported is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A complaint with a root cause classification of not confirmed indicates a complaint included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used on (B)(6) 2016. According to the complainant, during the procedure, the trocar was difficult to disengage and when the physician pushed on it to deploy the dilator, the handle broke off the trocar. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used on (B)(6) 2016. According to the complainant, during the procedure, the trocar was difficult to disengage and when the physician pushed on it to deploy the dilator, the handle broke off the trocar. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.